Event description:
The recipient is reportedly experiencing a displaced magnet following an MRI. The recipient MRI was performed on (B)(6) 2025. The MRI bandaging protocol was not followed. The recipient is wearing the device. Magnet replacement surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent magnet repositioning surgery on april 3, 2025. The recipient is healing. The recipient was reactivated. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction: section h.6. Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.